Event description:
On (B)(6) 2024, a bilateral deep brain stimulation (dbs) lead implantation procedure was performed using the clearpoint software version 2.1 and associated clearpoint system accessories for placement of the dbs leads. When reviewing the MRI scans after drilling two cranial burr holes and inserting the stylets, a hematoma was noted on the patient's left side. The patient was then transferred to the operating room and the procedure using clearpoint neuro's products was aborted. Post-procedure, the surgeon confirmed that the clot was successfully evacuated. Clearpoint neuro products were used as intended throughout the procedure.

Manufacturer narrative:
Clearpoint neuro products performed as intended throughout the procedure and no malfunction occurred. There was no evidence suggesting that the hematoma was related to clearpoint neuro products. There is no tangible clinical risk to having these products continued to be distributed and used in the field. The surgical team appeared to use the products in accordance with the intended use. Patient and situational factors, including scheduling conflicts, different surgeons, absence of adequate preoperative imaging, patient's head shape and size, and significant surface vasculature in the ideal entry area contributed to a technically difficult case. Vascular injury occurred after drilling and stylet insertion, which resulted in significant bleeding that mandated further intervention. While this was not related to any clearpoint neuro product, process or action, the surgeon was presented with the option to move the entry point farther from the identified surface artery on the left side and choose not to do this, which may have contributed to the injury. Finally, although the clinical team supports the case as appropriate, the hand drill IFU includes a caution statement about this situation, placing the onus on the surgical team to ensure safety, stating "there is an inherent risk in creating access through the skull that the device may cause a subdural bleed. Monitor drilling progress closely during usage."